Event description:
Customer reported that when a nurse attempted to reposition the light head during a surgical procedure, the cupola separated from the spring arm. The nurse caught the light head and no injuries were reported. (B)(4).

Manufacturer narrative:
A (B)(4) (sub contractor) field service technician visited the hospital and evaluated the device. The screw retaining the safety ring was missing and could not be found. Consequently, the safety ring could be displaced during handling and cleaning operations, allowing the safety segment to become loose. With the safety segment out of place, the light head could detach and fall. The out of position ring could have been detected by the user. The fst replaced the missing screw and verified this screw was in place for all similar systems at the facility. Several instructions and warnings are included in the xten installation manual and on the product itself in order to secure this assembly. Moreover, according to the user manual, annual maintenance and inspections should be performed by certified service personnel, as specified in the preventive maintenance program. Exemption # (B)(4). Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.